Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm while priming. The alarm was resolved with an infusion set and reservoir change. Customer's blood glucose was not known. Nothing further reported.